Manufacturer narrative:
The customer provided the cleaning, disinfection and sterilization details for the device: detergent used :alkazyme. Bedside pre-cleaning practice for endoscope at user facility. Life partners cj kedb 230-06-230-02. Aer model name :wassenburg wd440 adaptascope. Aer detergent :wassenburg endohigh detergent. Aer disinfectant :wassenburg endohigh paa. Storage practice :typhoon. Maintenance company :olympus.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and the results are pending. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the ultrasonic gastrovideoscope had tested positive for 15 colony forming units (cfu) of moraxella species and coagulase-negative staphylococci. In addition, the customer reported there was a darkening area of the ultrasound (us) image. It was reported to have occurred during reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction of ¿tested positive for 15 colony forming units (cfu) of moraxella species and coagulase-negative staphylococci.¿ the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation, legal manufacturer's final investigation, and a third party culture. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including the insulation resistance value was out of specification, the gluing around the light guide lens was damaged, the charged coupled device cover lens was chipped, and broken sound wires were visible. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms could not be confirmed. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, where <1 colony forming units (cfus) and no microorganisms were identified. The results obtained exceed the expectations of the french instruction of july 4, 2016. The following is included in the instructions for use (IFU): "after using this instrument, reprocess and store it according to the instructions given in chapters 5 through 9. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance."